Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided.